Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the belt connector receptacle was detached from the case. The cause for the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is damaged wires in the belt receptacle. The cause for the damaged wires is the detached connector receptacle. The root cause for the detached receptacle cannot be positively identified, but is likely excessive force placed on the receptacle. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.